Manufacturer narrative:
Elevated complaint investigation has been initiated. Note: this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported a false negative result on one sample when running the realtime sars-cov-2 assay. Customer states that one sample generated a negative result on the realtime sars-cov-2 assay with a cycle number of 32.02 which is beyond the cutoff. This sample was repeated on a genexpert with a positive result for both sars-cov-2 specific targets around cycle number 40. Customer also repeated the sample with mikrogen. Result was positive around cycle 37. The suspect negative result was never reported outside of the lab. The lab reported the positive result. There was no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: a log file review of the run in question was performed. The one run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. Patient sample ID (B)(6) tested on (B)(6) 2020 was negative for sars-cov-2. There was amplification, however, it was after the assay cutoff and was therefore, called negative. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505381 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505381 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505381. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505381 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505381 identified two additional complaints potentially related to the reported issue. These two tickets for allegation of false positive results on the realtime sars-cov-2 assay were both non-elevated and closed through customer education and/or troubleshooting. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505381 was not identified.